Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin irritation identified as a dermatitis. The patient said the site had a rash and itching. For treatment, the patient was prescribed trichomedlycin .5 % ointment. The pod was worn between 36 and 48 hours on the hip/buttocks. The pod was discarded.